Event description:
The customer reported no l-arm motion, however, the system is fully functional. The problem was noticed during the pm inspection. No patient injuries were recorded.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use. L arm.